Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 80 mg/dl. The customer was unconscious when he was admitted. The customer had changed the infusion set two days prior to the event. The customer requested assistance with uploading to carelink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.